Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device system generated an alert for an atrial lead impedance > 3000 ohms. Technical services (ts) reviewed the nxt diagnostics and found no evidence of atrial lead noise. All lead parameters remained within normal limits, and the cause of the transient high impedance remains unclear. There was no immediate patient impact. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device system generated an alert for an atrial lead impedance > 3000 ohms. Technical services (ts) reviewed the nxt diagnostics and found no evidence of atrial lead noise. All lead parameters remained within normal limits, and the cause of the transient high impedance remains unclear. There was no immediate patient impact. This system remains in service.